Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis:visual analysis of the returned device identified: underweight, broken shell and others and crease fold. A microscopic analysis was performed which identified: one broken striated on the anterior. Based on the device analysis the final assessment is:one broken striated on the anterior assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.